Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt, causing the reported service code. The cause for the failure was isolated to a damaged y402 crystal oscillator on the computer/analog board. The root cause for the damaged crystal oscillator could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 204 (belt/monitor unusable).